Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The device is available for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Corrected data: the facility reported an infuso.r that alarms when infusion is started. It is unknown when the reported condition occurred. The condition occurred in the biomed service department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device.

Manufacturer narrative:
(B)(4). Device evaluation:the condition of a infuso.r. With an alarm condition was confirmed and reproduced during product evaluation. The assignable cause was not determined and no repairs were made in order to fix the reported condition. A follow-up MDR will be sent when additional information is available.a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility reported a colleague pump that alarms when infusion is started. It is unknown when the reported condition occurred. The condition occurred in the biomed service department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional is available.